Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax accessory ol-x29. In the event reported, it was stated that the lamp does not start from time to time. The anomaly was detected in the operating room before use. There was no adverse event reported with this complaint. No additional information was provided this complaint.